Event description:
It was reported that pump touchscreen did not respond as expected and screen turned off too quickly. Customer experienced high blood glucose of 504 mg/dl related to the issue and gave correction insulin by injection. Pump replacement was arranged. Customer reverted to an alternative method of insulin therapy.